Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted during testing.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 404 mg/dl at the time of incident. The customer stated that they treated the high blood glucose by bolus. The customer stated that the insulin pump alarmed no delivery during manual prime while troubleshooting. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.